Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
A low reading issue with the Abbott Diabetes Care (ADC) device was reported. The customer received a "60-64" mg/dL lower scan result on the ADC device compared to a 127 mg/dL reading obtained on the competitor brand meter. The customer noted a vertical upward/downward trend arrow which indicates rapidly rising/declining glucose level (more than 2 mg/dL per minute). No clinical symptoms were reported. However, the customer further reported receiving third-party treatment from a healthcare professional (HCP) however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.